Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The high-resolution stereo viewer (hrsv) was not turning on. The fse replaced the hrsv due to the reported left black eye on the surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. Isi has received the hrsv for evaluation, but evaluation has not been completed as of the date of this report.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer called the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the left eye in the surgeon side console (ssc) was completely black. The tse reviewed the error logs and there were no communication errors. The tse found error 121 pointing to the left high resolution stereo viewer (hrsv) monitor. The tse guided the caller to power the system off, exercise the circuit breaker on the ssc, reconnect the blue fiber cable, and power the system back on. The caller reported that the da vinci logo was only present on the right hrsv monitor, and the left hrsv monitor was still completely black. The video image was present on the vision side cart (vsc) touchscreen. The customer power cycled the system and exercised the circuit breaker again, but the issue was not resolved. The surgeon would continue the procedure with the right hrsv monitor. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer (hrsv) was analyzed and found that no data was found to indicate that the fault had occurred the field. Upon visual inspection, no issues were found that would be related to the reported event. The monitor was installed and tested on the pca test system. Powered on showing a blank screen. The complaint was confirmed based on failure analysis. The probable root cause is attributed to the component failure.